Event description:
It was reported that the transesophageal x8-2t transducer failed leakage testing. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use and the transducer was removed from service. There was no patient or user harm associated with this event. The customer was provided with a replacement transducer to address their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.